Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was cut open for further analysis, and no anomaly was detected. The cause of the inability to communicate was traced to an unregulated supply on the hybrid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in-clinic, the physician couldn't interrogate the device. Another programmer was used and still unsuccessful in interrogating the device. There were no adverse consequences to the patient; the patient is stable. The device will be explanted and replaced.